Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced turbid drainage fluid coincident with peritoneal dialysis therapy and indicative of potential peritonitis. The following day, the patient was hospitalized for the event. The cause of the event was not reported. Treatment for the event was not reported. Extraneal and physioneal therapies were ongoing. The patient was discharged from the hospital one day after admission and has recovered from the event. No additional information is available.